Event description:
It was reported that the customer's blood glucose level was 478 mg/dl. The customer had a kinked infusion set and did not receive a no delivery alarm. After inserting a new infusion set, the customer received no delivery alarms. While doing the fixed prime the act button stopped responding. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No unexpected no delivery alarms noted. The insulin pump has minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.